Manufacturer narrative:
(B)(4). Evaluation methods: (films). Evaluation results and conclusions: (occlusion). (Anatomy related; thoracic arch is acutely angulated approximately 100 degrees, and is severely calcified). (User related; device placement into the ascending thoracic aorta).

Event description:
A valiant captivia stent graft system was implanted for the endovascular treatment of a 6.3 cm in diameter thoracic aortic aneurysm. The vessel morphology was reported that there was a tight aortic arch at the time. The one month CT revealed that there was type I endoleak either distal or proximal (exact location) was undetermined. The physician elected to implant one device proximally 34x34x100, and device distal 34x34x150 and the type I endoleak was resolved. There was also a carotid artery to subclavian artery bypass prior to the implantation of and the lsa was intentionally covered. The carotid artery was not covered. The exact cause of the endoleak could not be determined. It was reported that the on one month later the patient presented emergently with severe neck and jaw pain. The CT revealed that the bare spring of the valiant captiva device 34x34x100 was protruding through the vessel/aorta wall and a large hematoma. The vessel perforated slightly into the proximal area of the innominate artery. The physician elected to perform surgical intervention by sewing a conventional graft proximal to the perforation and attaching the other end to the fabric of the valiant stent graft 34x34x100. The trauma to the vessel was covered. No clinical sequelae were reported and the patient is stable. Review of returned films pre-implant shows a tortuous and calcified thoracic aorta. The thoracic arch is acutely angulated approximately 100 degrees, and is severely calcified. The descending thoracic is also tortuous and calcified. Images 1 month post-implant show that the stent grafts were positioned from just distal to the lsa, extending distally into the straight portion of the descending thoracic. Contrast is seen outside the stent graft in several locations along it length; however, the type of endoleak could not be determined. This could be a type I (proximal and distal type I) or type iii fabric or separation. Recent cta show that additional stent grafts have been implanted. A proximal device now covers the lsa and the bare springs extend across the carotid and partially into the innominate artery. A distal device now extends 4 stent rings distal to the previously implanted devices. No endoleaks or device issues are seen. The cause of the vessel perforation by the bare spring could not be determined. May be related to anatomy and device placement into the ascending thoracic.